Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred when the device was first turned on for the day, outside of clinical use. No patient involvement, harm or injury was reported to philips. A philips remote service engineer (rse) connected with the customer who reported that restarting the system did not resolve the issue. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting found that the geometry pc (geo ipc) did not boot up. The fse confirmed that the bios battery of the geo ipc needed to be replaced. The fse replaced the bios battery, cleared the system's memory bar and internal boards, and reinstalled the geo ipc software. After these repairs were done, the system was returned to use in good working order. The codes were updated based on the investigation outcome.